Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, tightly occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). The physician used four non-bsc balloon catheters; however the devices ruptured. A 3.0mm x 80mm x 150cm sterling¿ sl balloon catheter was then used to predilate the lesion; however the physician encountered difficulty tracking the device. During the first inflation, the balloon ruptured at 8 atmospheres after being inflated for 30 seconds. An unspecified atherectomy device was used. Post dilatation was performed using an unspecified balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.